Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The labeling is found to be adequate. The DHR review could not be performed without a lot number. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that nicu nurse getting low flow alert02) in an arctic sun device, flow rate (fr) was 0.5lpm. Guided to system diagnostics, system hours were 3722, pump hours were 337, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31 percentage, flow rate (fr) was 0.5lpm. Disconnected and reconnected using proper technique, flow rate (fr) was 0.4lpm. They note some kinking in the tubing that they have tried to straighten out (sounds like there was some pinching in the isolette window). Suggested adding a blanket or towel between the tubing and the window. No changes in flow rate (fr). Explained correlation between flow rate (fr) and heater capacity. They added a second pad and flow rate (fr) settled at 2lpm.

Event description:
It was reported that nicu nurse getting low flow alert02) in an arctic sun device, flow rate (fr) was 0.5lpm. Guided to system diagnostics, system hours were 3722, pump hours were 337, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 31 percentage, flow rate (fr) was 0.5lpm. Disconnected and reconnected using proper technique, flow rate (fr) was 0.4lpm. They note some kinking in the tubing that they have tried to straighten out (sounds like there was some pinching in the isolette window). Suggested adding a blanket or towel between the tubing and the window. No changes in flow rate (fr). Explained correlation between flow rate (fr) and heater capacity. They added a second pad and flow rate (fr) settled at 2lpm.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.